Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the patient had severely calcified with slight tortuosity arteries. The patients access vessels were extremely small in diameter. The physician was unable to advance the stent graft system the intending landing zone. Upon removal of the stent delivery system the patients iliac artery was dissected. The physician elected to perform a surgical conversion for aaa repair. No additional sequelae were reported and the patient was in stable condition at the end of the open surgical repair procedure.